Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/05/2009, 10/26/2009, and 11/04/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 11/04/2009.

Event description:
A nurse reported an intraocular lens (iol) was exchanged, due to the pt being intolerant of blurry near vision. Add'l info had been requested.